Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination of the balloon found no tears or holes in the balloon material. A large build- up of solidified blood was present in the balloon and inside the inflation lumen. An examination of the entire length of the shaft found no damage. A microscopic examination of the proximal and distal markerbands identified no anomalies. The device was attached to an inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water, in an attempt to dissolve the solidified blood that was present. However, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the balloon was punctured. The 90% stenosed, 2.25x30mm, eccentric, and de novo lesion being treated was located in the moderately calcified, severely tortuous right coronary artery. From the femoral, the physician advanced the 9mm x 2.0mm maverick 2 monorail balloon catheter to the target lesion and it was noted that the balloon had a "puncture." The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the balloon was punctured. The 90% stenosed, 2.25x30mm, eccentric, and de novo lesion being treated was located in the moderately calcified, severely tortuous right coronary artery. From the femoral, the physician advanced the 9mm x 2.0mm maverick 2 monorail balloon catheter to the target lesion and it was noted that the balloon had a "puncture." The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.